Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. The valve was deployed with 80/20 result. Moderate pvl noted post-deployment, therefore, it was decided to post-dilate the valve. While the balloon was inflated, pacing lost capture and the balloon and valve moved upwards. The valve was positioned in the descending aorta. An endovascular stent was deployed to keep the valve in position. Another valve was implanted in the aortic annulus. The patient was discharged and no injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: deployed valve embolized at descending aorta and endovascular stent deployed in descending aorta to secure deployed valve in position. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on imagery provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''valve was deployed 80/20 result and valve inflation volume was nominal. Valve was completely deployed. Moderate pvl noted post-deployment, therefore, it was decided to post-dilate. Whilst balloon was inflated, pacing lost capture and balloon and valve moved upwards together. The valve was positioned in the descending aorta''. Per training manual, ''loss of capture during rapid pacing can cause sudden delivery system movement during deployment'' and ''make sure pressure stabilizes before balloon inflation''. In this case, the loss of pacing capture disrupted the balloon stability during thv post-dilation, causing the thv to embolize toward aorta, as reported. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.